Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly. Cross-reference: MFR report # 2951238-2015-00481.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off and fell inside the patient. The reported event occurred when the cut and seal button was activated. The surgeon used a laparoscopic graspers to retrieve the broken fragment. Another similar device was used in an attempt to complete the procedure; however, a probe damage occurred. The device was removed and subsequently inspected. It was noted that the teflon pad had lifted and there is evidence of slight metal exposure. A third device was used to successfully complete the intended procedure. There was no patient injury reported. No further information was provided. This is two or two reports.